Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "top of hub came loose" (loose or intermittent connection). A nurse reported that while the surgeon was trying to insert the solution, the top of the hub came loose and that it "shot off but the surgeon was able to catch it with his hand". The nurse reported that there was no pt harm, no medical/surgical interventions, and no surgery delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable info becomes available. A functionality test was performed on retention samples and the results were satisfactory. Investigation showed no remarks related to this complaint in batch record visual inspection. No loose luer lock adaptors were found for this batch. There have been no other complaints reported in the lot number. (B)(4) .